Event description:
Biotronik rep called tsv because he was seeing a little bit of noise on the far field signal, but the patient had not been shocked. At that time it was recommended to do an x-ray to see if the lead had been fractured. This was done, and they do suspect lead fracture even though the x-ray was inconclusive.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.